Manufacturer narrative:
The instrument was returned for analysis and it was confirmed that the instrument was bent. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation instrument used outside of a procedure. It was reported that there was a bent awl tip found during inspection. There was no patient involved.